Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-05325 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder to treat a fluid collection during a drainage procedure performed on (B)(6) 2024. During the procedure, the axios 20x10 stent was attempted to be deployed; however, it fully deployed inside the endoscope. The stent was removed using biopsy forceps. Another 20x10 axios stent was then used; however, the same issue occurred. The procedure was completed using a 15x10 axios stent. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks e1 (initial reporter address 1) and g4 (premarket / 510(k) #) have been corrected. Blocks b5, h6 (device codes) and h11have been updated with the additional information received on december 4, 2024. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h11: an axios electrocautery enhanced delivery system was received for analysis; the stent was not returned. Visual inspection of the device found that the outer sheath was buckled and was detached at the distal end. The inner sheath was also detached and was not returned. No other problems were noted with the stent and the delivery system. The reported events of stent material deformation cannot be confirmed as the stent was not returned. The reported event of stent first flange difficult to position as this event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. The observed damages of outer sheath buckled, and inner sheath detached were most likely due to procedural factors such as lesion characteristics and the use of excessive force when attempting to deploy the stent. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the "second catheter was cut by the engineers of the hospital because was stuck." The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. In (B)(6) 2024, boston scientific initiated a non-conforming events prevention (ncep) investigation to further analyze complaints related to the separation of the outer sheath distal black tip. The investigation found that the sheath separation at the black section observed in the reported events was attributed to an insufficient bond between the white body of the outer sheath and the black tip. The insufficient bond was found to be due to a combination of manufacturing maintenance events resulting in a bent mandrel with missing bottom bushing which created uneven heating within the reflow oven. The investigation found that the complaints were associated with devices manufactured following a change of bottom bushings on (B)(6) 2023. A review of manufacturing maintenance routines, calibration activities, process changes, materials, personnel, and the environment related to the reflow process was conducted and concluded that there were no anomalies likely to contribute to outer sheath separation after (B)(6) 2024. In (B)(6) 2024, boston scientific initiated a voluntary product removal associated with specific lots of the hot axios stent and electrocautery-enhanced delivery system (bsc ref. (B)(4)). The referenced device was in scope of this product removal. A corrective and preventive action (CAPA) investigation has been opened to further investigate these events and determine if additional corrective actions are warranted to further enhance/optimize product performance. This investigation is currently in process.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-05324 and 3005099803-2024-05325 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder to treat a fluid collection during a drainage procedure performed on (B)(6) 2024. During the procedure, the axios 20x10 stent was attempted to be deployed; however, it fully deployed inside the endoscope. The stent was removed using biopsy forceps. Another 20x10 axios stent was then used; however, the same issue occurred. The procedure was completed using a 15x10 axios stent. There was no patient complications reported as a result of this event. ***additional information received on december 4,2024***. It was reported that during the procedure, the first axios 20x10 stent was attempted to be deployed. The physician completed all the steps of deployment; however, the second flange did not release from the scope. The scope was removed along with the axios stent, and a biopsy forceps was used to remove the stent from the scope. Another 20x10 axios stent was then used; however, the same issue occurred. The scope was sent to the engineers of the hospital, and the catheter was cut using pliers 1 cm below the black marker and then proceeded on removing the device from the scope. It was later discovered that there was a slight crease on the second flange. The patient was discharged two days later.